Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2010, inratio: 7.4; (B)(6) 2010, 7.5; (B)(6) 2010, 2.2, lab: 2.4. All results done within 1 hour. Pt's target therapeutic range is 2.0-3.0.